Event description:
It was reported the procedure was being performed in the operating room. The physician was inserting the arterial line. The flash was seen and then blood started coming out of a hole in the catheter. The patient had a wrist hematoma after successful insertion of the catheter which then had to be removed. As a result, another arterial catheter was placed successfully. There was no delay in treatment and no patient death or complications reported. It was noted the staff ended up with blood on them from the blood seeping out of the hole in the catheter.

Manufacturer narrative:
(B)(4).